Event description:
Related manufacturer reference number: 2017865-2024-41657. It was reported that episodes of over-sensing due to noise reversion were noted on a remote transmission. The patent will be monitored. There were no adverse health consequences, the patient was stable.